Event description:
Caller reported a minimum fill notification which resulted in high blood glucose levels, as indicated by a display reading "high," although the exact value was unknown. Customer managed the situation by administering a correction bolus using the pump. They did not need any third-party assistance. Additionally, the customer successfully attempted to load a new cartridge.